Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt the lead performed very erratically, with too much variation in turns for the helix to come out and go in. It was also reported that the lead dislodged multiple times. The physician decided to use a different lead. No patient complications have been reported as a result of this event.